Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was unable to be identified and there were no deviations from instruction for use (IFU) from the information provided. The root cause of the reported event is unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited nozzle has foreign objects. There was no patient involvement.